Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed high output mode alert. It was also noted that the patient was having an increasingly more premature ventricular contractions and bigeminal arrhythmias. The patient was brought to clinic, and their implantable cardioverter defibrillator (ICD) was interrogated and revealed that the capture thresholds were unchanged. It was determined that the patient's own rhythm was causing auto capture to inappropriately measure the patient's capture threshold. Auto capture was turned off, and thresholds were fixed to 2.5v. The patient condition was stable.